Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine and morphine (unknown) at 17.8 mg/ml and 1.322 mg/day via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the patient was going through withdrawals because the pump ran out. The patient had already put a call into the healthcare professional (hcp). This was considered a sudden change in therapy/symptoms. The patient's pump should not have been empty until (B)(6) 2018 but had been beeping every 10 minutes for the "past 3 days." The pump started beeping (B)(6) 2018. Someone interrogated the patient at the hospital and stated the patient was "totally empty." The patient wondered if the manufacturer had sent medication to a hcp's office. The hcp sent out a request (B)(6) 2017 for the refill. Patient services reviewed that they did not have this information and to call the hcp. The patient was "definitely out of medication if she did the calculations" however didn't understand why it said (B)(6) 2018. The patient had been in touch with her hcp. The patient went through withdrawals and was delayed 2 different times of getting her medication refill. The patient was admitted to the hospital on (B)(6) 2018. No further complications were reported. Additional information was received from the healthcare professional via manufacturing representative (rep). It was reported that the rep wanted to know if there was a way a pump could go from minimum rate to 8.2 mg/day without anyone programming it. The patient was working with a managing hcp that was no longer in practice and they were thinking that the previous hcp had programmed the patient's pump on (B)(6) 2017 from minimum rate to around 8.2 mg/day; the patient was denying this. The hcp that was currently working with the patient felt uncomfortable and did not believe the patient. In the meantime they did not fill the patient's pump and gave the patient a 30 day supply of oral medication and would no longer see the patient after. On (B)(6) 2018 it was reported that the patient had gone to see her primary care doctor and demanded they refill her pump however they would not be filling the pump. The hcp was giving the patient 30 days to find another hcp to fill her pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and a consumer. It was reported that it was thought that the patient went to a physician who had their license taken away due to opioid abuse and paid the physician to turn up the patient¿s pump. The managing physician did not know for sure. This was believed to be the cause of the empty pump. The patient¿s managing physician filled the pump with saline, so it would not go dry and gave the patient oral opioids, so they would not go through withdrawal. The oral prescription was for one month. The empty pump and withdrawals were considered resolved as the pump had been refilled with saline and the patient was given oral medication. Per the patient she was working with a pain doctor for her refills, but something happened with her medication order and the doctor had to put saline in the pump (B)(6) 2018 because the pump was empty. The patient was seeking a managing physician. It was also reported that nothing happened to her medication order. The patient was dismissed from the managing physician¿s office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.